Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a proximal femur fracture of the right hip. Surgeon revised stem and head and implanted a longer stem.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an anato stem was reported. The event was not confirmed. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient had a proximal femur fracture of the right hip. Surgeon revised stem and head and implanted a longer stem.